Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, the left ventricular lead was unable to be positioned successfully. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
A complete lead without a guidewire was returned in two pieces for analysis. Analysis revealed the guidewire could be inserted without difficulty. Visual inspection of the lead did not find any anomalies except for procedural damage. The reported event of failure to insert guidewire was not confirmed.